Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 200-400 mg/dl range. A correction bolus and temp rate were used to address the bg level. The customer indicated that the high bg level was possibly caused by the pump settings and the healthcare provider was contacted to discuss them.